Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("all sorts of health problems (nos)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure will be removed on (B)(6) 2017). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jun-2017 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed 12 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.